Event description:
On (B)(6) 2012, the pt reported, the up button on her infusion device did not respond while attempting to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.